Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded the scope connector while the user was handing the device which led to abnormality of electronic parts. The event can be detected by following the instructions for use (IFU) section: - inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that the evis lucera elite colonovideoscope got an e315 scope communication error before starting the procedure. There was no procedural delay. The procedure was completed using another similar device and there was no impact. No additional medical intervention was required. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed, the e315 scope communication error was displayed and no image was present. Additional findings include the following: the adhesive on the light cover glasses, optical cover glass, and distal end was worn; the scope connector had water leakage; the down and left angles were out of specification; the electrical test was out of specification; the plug body was dismantled; and the moisture indicators had been triggered evidencing fluid ingress within the plug body and fluid droplets were visible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.